Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another set of electrodes and the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated. The defib cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multi-function cable was not returned to zoll medical corporation for evaluation as part of this investigation. Analysis of reports of this type has not identified an increase in trend.